Event description:
It was reported the patient lost coverage due to lead migration. As a result, the patient's lead was explanted and replaced (with a different model). The replacement lead resolved the patient's issue. The explanted lead will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.